Event description:
It was reported that the patient expired after one therapy shock was delivered. A device malfunction was suspected. The physician stated, "I suspect that it hasn't given shock and have failed to pace".

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received: device evaluation anticipated but not yet begun